Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified display to not function properly. Replaced top display (0160-00-0127) and batteries that had reached their due by replacement date. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) screen was blank. No patient involvement and no harm reported.

Manufacturer narrative:
Updated field- e1( event site telephone and email)

Event description:
N/a